Event description:
I had silicone breast implants in 1990 after the birth of my child. They hurt from the very first day. In feb 1992, they were withdrawn from the market and I was sent literature telling me that I could get bad diseases from them, like fibromyalgia and lupus. I didn't have the cash or the time to take off work to get them removed so I tried to live with them. Two back surgeries later, I got a staph infection in my spine while at hosp in 2001. I never got better, just sicker and more pain. A rheumatologist diagnosed me with fibromyalgia in november 2005. I had the implants removed in 2007 and the doctor said they were covered with mold and also my chest cavity. He did not do a pathology report as we had discussed during a pre-op appointment if he found something unusual. He told me he has only seen 4 cases like mine. My primary care physician is trying to find me an infectious disease specialist to help rid my body of these life-threatening toxins. I am scientic proof that breast implants are not safe. They do cause connective tissue diseases. Please let women know this so they can make an informed decision.